Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 60 units and remained static. Reportedly, the customer was unable to provide the amount of insulin that the cartridge had been filled with. Blood glucose level was in the 300's (mg/dl). Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.